Event description:
An additional procedure was performed with a senior physician and the right ventricular (rv) lead was unable to be removed from the header of the device due to a stripped set screw. The rv lead was cut and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported device was received for evaluation. Analysis revealed that calcified blood was filling the ventricular setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. The blood was successfully removed from the setscrew inset and a wrench could then be fully inserted into it and engage the setscrew inset and untighten the setscrew and remove the lead. The blood came through a hole punched through the septum by the torque wrench at time of implant and is consistent with procedure damage.

Event description:
It was reported that during an unrelated procedure, the set screw for the right ventricular lead was unable to be loosened. The hex wrench was changed but was unable to resolve the event. The procedure was abandoned and an additional procedure was scheduled to try and remove the device. The patient was stable and will continue to be monitored.